Manufacturer narrative:
Approximate age of device ¿ 3 years and 4 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to emergency department and gastrointestinal bleeding was confirmed. The patient was admitted to the hospital for treatment between (B)(6) 2016. Treatment was performed with a double balloon and push enteroscopy. Thirteen units of unspecified blood products were administered. The patient's inr at the time of the event was 2.5. Aspirin and coumadin were held but were restarted upon discharge. No further information was provided.